Event description:
It was reported that the pulse generator exhibited inappropriate mode switches which were putting atrial events in refractory due to reaching shortest pvarp. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).